Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on the evening of (B)(6) 2019. The patient received an error while trying to pair it, then a message to change the sensor. Upon removing the patch on (B)(6) 2019, she stated the sensor wire was detached inside her body, so she went to the emergency room (ER). The ER physician was able to remove a tiny section less than 0.5 cm long without difficulty, using forceps, and recommended leaving the remainder in place due to the risk of infection if they had to make an incision to remove it. She was prescribed bactroban to be applied twice a day for 5 days. At the time of contact there were no signs of inflammation or infection. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.